Event description:
It was reported that insulin leaked from the reservoir and could not be used. The blood glucose reading was 128 mg/dl. The customer stated that the first 6 reservoirs leaked and he discarded them. Advised that the customer needed to keep them for testing. He noted that he had just called to report the event. Nothing further reported.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.